Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: light source remains on after removing light cord. Probable root cause: main board, front board, or receptacle board malfunction. Damaged or missing esst spring. Incorrect communication with 1688. Software malfunction - main board, front board, or receptacle board. Hf/rf interference, light output intermittent or turns off due to rf interference. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.